Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported issues with their device for 6 months; patient described their "machine" will not start. Patient commented they think the issue is with the implant battery because it happened once before and prior their rep, took care of it.  Patient mentioned a couple weeks back they charged their controller and implant and turned therapy on; however, it was not working. Patient was not sure which therapy group they use, they think group a or b. Patient has appointment scheduled for feb 16 with hcp and noted a rep will be present at that appointment. Agent reviewed with patient their current battery has a 9 year longevity. Patient confirmed no visible damage to the recharger. Patient plugged controller into ac power supply and reported no light above the screen. Agent had patient try another outlet and patient confirmed green flashing light with memory problem message displayed; agent reviewed message. Agent reviewed charge duration and advised patient to leave the controller plugged in until green light is solid and call back at that time for further assistance charging the implant. Patient added that they would be following up with their rep after device is charged. The patient was redirected to their rep and healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.